Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding multiple devices used for posterior fusions and oblique lateral lumbar interbody fusion. It was reported that the five ratchet handle did not ratchet, can be attributed to normal product wear and tear, end of sleeve of the ratchet lock driver broke off removing the instrument from a screw and end piece of inserter snapped outside of procedure, part became worn down after many uses. There was no patient involvement reported. There were no further complications reported regarding the event.